Event description:
The patient underwent an interbody fusion procedure with placement of an elite device on (B)(6) 2023. During insertion, the device was positioned further anterior within the disc space than desired. While attempting to reposition, the device prematurely released from the inserter instrument and could not be re-engaged. Removal of the device using alternate surgical instrumentation was unsuccessful resulting in further advancement of the device anteriorly. The surgeon opted to leave the device placed. The patient currently has no clinical issues or complications.

Manufacturer narrative:
The information contained in this report is being provided to the FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death.